Event description:
Customer reported that an instrument may have been placed in the sterrad without having all traces of glutaradehyde rinsed off. When removing the item from the unit, there was white substance on the package. An employee at the facility unknowingly touched the white substance and felt a tingling sensation/burning sensation on her finger. The employee rinsed the area with water and then noticed the skin on that finger was white. Attempted to contact the customer regarding potential medical attention or treatment, the customer was not available.

Manufacturer narrative:
Skin contact.